Event description:
It was reported that about one month post implant, the patient developed a pocket infection. The pocket was opened and disinfected. Afterwards, pacing failure occurred. On august 21, 2006, the bipolar impedance was 82 ohms with no pacing or sensing. Unipolar impedance was 265 ohms with a pacing threshold of 0.6 v, 0.37 ms and a sensing threshold of 7.9 mv. X-ray found damage at the rib-clavicle site.